Event description:
Hospitalized for three days. Ir prescribed vicodin, celebrex, dulcolax, and phenergan. Three days following discharge from hosp, despite continuing medications, pain and fever increased. Temperature 102 degrees. Nurse in dr's office said symptoms were secondary to large fibroids. Advised pt to continue medication. 2nd day post-hospital discharge, managed care nurse called ir who then prescribed antibiotics and a higher dose of pain medication. Two days after administration of antibiotics and increased pain medication, cramping and pain in vagina continues and appears to be increasing. Pt describes feeling like there is a solid stone in her abdomen, sensitive to touch. Despite pt's plea to nurse in ir's office, she refused to schedule an appointment, replying that they don't see pts for uae for 6 months. Advised to continue pain medication. Pt having difficulty sleeping, and cannot sit or walk. Beginning to suffer depression and considering going to ER as only option available to her.